Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 230-250mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer stated she called her doctor 2 weeks ago about results in her meter and doctor advised her to take 4u of novolog when she is not sure about her result. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 206 and 220mg/dl fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).